Event description:
It was reported that during device upgrade procedure, when the device was removed from the pocket intermittent pacing was noted, the patient was having longer and longer pauses. Fluoroscopy revealed the right ventricular lead had dislodged. The patient is dependent, the lead was explanted, and a new lead was immediately implanted. The physician noted that the lead had been hit with electrocautery during extraction. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces with helix extended and was measured to be within specification. The event of "intermittent pacing" was not confirmed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.